Event description:
The customer reported that their pump screen was not turning on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try several troubleshooting steps, none of which resolved the issue. Therefore, a replacement pump with updated software was arranged for shipment. The customer opted for multiple daily injections as a backup insulin therapy and was informed about the training available for the new pump. The customer was also guided on returning the malfunctioning pump using a pre-paid label.